Event description:
Additional information was received for cause of death. It was reported that the patient expired due to copd and congestive heart failure. The physician assessed this event as not device or procedure related.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death); (unknown cause of event). Conclusion: (unknown cause of event) 22 known inherent risk of a procedure (death).

Event description:
Additional information was received. It was reported that the patient expired two years after index procedure. The cause of death is unknown. The patient became unresponsive and CPR was performed however, was unsuccessful.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A pre-implant adjunctive procedure of the right iliac plug embolectomy was performed using an amplatzer vascular plug. An endurant aui stent graft system implanted. The main section was implanted through the left iliac arterial access site. A fem-fem bypass procedure was performed. It was reported that the patient reported left groin pain and drainage starting twenty days post implant procedure. Two days later, the patient was started on levaquin for 10 days. The patient was seen for additional wound checks, drainage and packing of wound site. Bacterial culture results showed levaquin resistant (B)(6). The patient was subsequently started on bactrim. Follow-up checks showed wound healing and drainage decreasing. The event was resolved at three month visit. The investigator assessment states the clinical event is not a serious adverse event. That is not an unanticipated adverse event. That the event is not related to the study device, however it is related to the study procedure. No additional clinical sequelae were reported and the patient status is fine.

Manufacturer narrative:
Results: inherent risk of procedure (infection).